Event description:
It was reported that the device was under infusing during bench testing. There was no patient involvement or injury reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) please disregard the initial report submitted with the MFR number: [3012307300-2022-12897]. The report was submitted in error., corrected data: corrected information provided in h10.